Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had initial surgery on 2004. The patient had enhancement in (B)(6) 2018 and presented in (B)(6) 2018 with an ingrowth in right eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of eyes being dry and hazy. Patient reported symptoms are not interfering with daily activities. A flap lift and rinse was performed. Also bandage contact lens was inserted in right eye. Bcva from (B)(6) 2004: right eye pre-op 20/20 -.75 x -.50 x 75, left eye pre-op 20/20 -.50 x -.25 x 135. Bcva from (B)(6) 2018; right eye post-op 20/20 1.50 x -1.75 x 155. This report is for the intralse laser. A separate report is being submitted for the visx laser.